Event description:
It was reported by service report that part of the footboard had been broken off and there were sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.